Event description:
This report is being submitted for additional information regarding legal manufacturer's final investigation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A visual and functional inspection was conducted on the subject device. The customer allegation was not confirmed. There was no defects found during inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): "10.2 how to identify and address abnormalities code: e226, e227. Error message: endoscope communication failure cause: an error occurred in the communication between the endoscope and the product. Solution: immediately turn off the product and pull out the video connector. Clean the electrical contacts of the video connector and reconnect it. If the same malfunction occurs after turning the power on again, immediately turn off this product, unplug this product from the medical outlet, disconnect the power cord from the power inlet of this product, and contact olympus." "3.5 connecting the camera head and related equipment ¦ connecting to the video system center warning. - the video connector section, including the electrical contacts, must be sufficiently dry before connecting to the video system center. In addition, make sure that the electrical contacts are clean before connecting. Use of the equipment with wet or dirty electrical contacts may result in equipment malfunction or failure. - when connecting the video connector to the video system center, push the video connector firmly until it "clicks" into place, then gently pull the video connector to confirm that it cannot be disconnected. If the video connector is not securely connected, the image may be lost during use. Caution - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. The camera cable may break. - do not pull out the video connector by holding the camera cable. There is a possibility of disconnection due to excessive force applied to the camera cable. - if the camera head is used at high temperature after autoclave sterilization, noise or other image defects may occur. Allow it to cool to room temperature before use. - after autoclaving, the camera head should be cooled to room temperature. Forced cooling with a cooling device, cold water, or sterilized water may cause a sudden change in temperature, which may result in malfunction." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional relevant information becomes available.

Event description:
The customer reported the hd 3cmos autoclavable camera head had a scope communication error, e226. The issue was found during an unspecified event. There were no reports of patient harm.